Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer clicking due to an unsecured open sensor. A filed service engineer reseated the sensor and its holder to resolve the issue. The drawer was tested and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was clicking loudly when open and was intermittently logging users out and returning them to the main screen when attempting to remove medications from the cubbies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.